Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description:infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient was experiencing worsening pain in the right hip. It was noted that the patient was also experiencing inadequate stimulation due to few contacts had high impedances. X-ray revealed normal results. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-2316-50 (B)(4) device evaluation indicated that the visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (B)(4) device evaluation indicated that the leads passed all test performed and revealed no anomalies. Sc-4316 device evaluation indicated that the clik anchors have damaged eyelet, and the part of silicon material from one of the damaged eyelets was missing.

Event description:
A report was received that the patient was experiencing worsening pain in the right hip. It was noted that the patient was also experiencing inadequate stimulation due to few contacts had high impedances. X-ray revealed normal results. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing warm sensation near ipg site. The patient underwent an scs explant procedure.

Event description:
A report was received that the patient was experiencing worsening pain in the right hip. It was noted that the patient was also experiencing inadequate stimulation due to few contacts had high impedances. X-ray revealed normal results. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician removed all products from the patients body including the missing silicone.

Event description:
A report was received that the patient was experiencing worsening pain in the right hip. It was noted that the patient was also experiencing inadequate stimulation due to few contacts had high impedances. X-ray revealed normal results. The patient will undergo an explant procedure.